Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during a scheduled generator replacement due to normal elective replacement indicator, upper out of range high voltage lead impedance was observed. Multiple reinsertion of the right ventricular coil pin still noted the impedance issue. Impedance measurements were normal when the supraventricular coil pin was reinserted into the device header. The lead was explanted and replaced on the next day. No further information is available.